Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 occurred on an amia cycler during peritoneal dialysis therapy. This occurred during the initial drain while the patient was connected. The technical service representative (tsr) had the patient inspect the tabs on the cassette door and the hp said one was raised and bent. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported issue of air in the line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was also reviewed and it noted the presence of the low priority alarm 30176. An external inspection was performed and no problems were found. A short simulated therapy was performed and was completed successfully without any delays or alarms. The reported event was verified through the event history log review. The reported issue of a low priority 30176 alarm was not duplicated during the complaint evaluation. The reported issue of a 30176 alarm (max air exceeded) is caused by conditions outside of the device not duplicated during the complaint evaluation. Should additional relevant information become available, a supplemental report will be submitted.